Manufacturer narrative:
A steris service technician arrived on site to inspect the surgigraphic surgical table and could not duplicate the reported event, however, the technician found that several of the hand control functions were not responding. The technician determined that the damage to the hand control caused the inadvertent movement of the table. The technician replaced the hand control, tested the unit, found it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their surgi graphic surgical table began to tilt without being commanded to do so. The table was repositioned resulting in a procedure delay. The procedure was completed successfully, no report of injury.